Event description:
Nurse was suctioning a patient's endotracheal tube when the liner's lid imploded sending secretions flying. Patient's tubing flew across the room. The nurse was exposed to the secretions, but did not have any open areas on her skin, just her clothing was sprayed. The liner split and the lid fractured in two places. No injury to the patient.